Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and t it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A field service technician was dispatched to the facility to investigate the device and found that the stirrer motor was blocked. He replaced the stirrer motor and the error code persisted. Thus, he replaced also the cpu board and the distribution board which were likely damaged by the defective stirrer motor. Functional verification checks were performed and passed positively. The unit was put back in service. The reported error code is displayed on patient tank screen when the stirring mechanism uses too much power. This could be due to the fact that stirring motor cannot turn freely and could lead to a damage of some electronics of cpu and distributor boards and, therefore, to a malfunction of some led indicators, as probably occurred in this case. The reported event was caused by the blocked stirrer motor most likely due to a corroded/damaged motor bearing. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code associated to stirrer motor malfunction during priming. There was no patient involvement.